Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: (B)(6). Block g2: literature source: velasquez-rodriguez jg, loras c, maisterra s, colan-hernandez j, busquets j, gornals jb. Effectiveness of endoscopic ultrasound-guided simple puncture-aspiration (non-stenting) in the management of abdominal collections. Ther adv gastrointest endosc. 2024 oct 13;17:26317745241287319. Doi: 10.1177/26317745241287319. Pmid: 39483523; pmcid: pmc11526220. Block h6: patient code e0506 captures the reportable event of major hemorrhage. Patient code e1002 captures the reportable event of abdominal pain. Impact code f22 captures the reportable event of radiology intervention. Impact code f08 captures the reportable event of required admission. Impact code f23 captures the reportable event of antibiotics therapy. Impact code f1001 captures the reportable event that clinical success was not achieve on 13 patients. Impact code f19 captures the reportable event of surgery. Impact code f2202 captures the reportable event of endoscopy, transmural drainage, retrograde transpapillary drainage, and percutaneous intervention.

Event description:
Boston scientific became aware of events involving an expect slimline eus needle through the article "effectiveness of endoscopic ultrasound-guided simple puncture-aspiration (non-stenting) in the management of abdominal collections" by joan b. Gornals, et al. Per the article, between july 2007 to july 2021, two adverse events related to the endoscopic ultrasound-guided simple punctures aspiration (eus-spa) were noted in two patients. One developed post puncture gastrointestinal bleeding which required radiology intervention. The other case presented post-puncture abdominal pain which required admission and antibiotics therapy; the patient was discharged after 3 days. Technical success was achieved in all cases (100%). Clinical success was not achieved in 13 patients out of the 55 patients. Most of the successful eus-guided spas were done in a single session but in five cases a second session (different day) was required. All but one of the failed cases underwent salvage interventional approach (12 of 13 failed cases): endoscopically in 5, with transmural drainage in 4 and one retrograde transpapillary drainage; percutaneous intervention in five patients, and surgery in two patients. One patient with an acute necrotic collection was ineligible for a salvage intervention due to respiratory status. At the time of the eus-spa, the immature pancreatic collection was considered unfit for transmural drainage, and no optimal window was encountered for percutaneous drainage. Please see the referenced article for full details.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: healthcare facility address is (B)(6), s/n, (B)(6). Block g2: literature source velasquez-rodriguez jg, loras c, maisterra s, colan-hernandez j, busquets j, gornals jb. Effectiveness of endoscopic ultrasound-guided simple puncture-aspiration (non-stenting) in the management of abdominal collections. Ther adv gastrointest endosc. 2024 oct 13;17:26317745241287319. Doi: 10.1177/26317745241287319. Pmid: 39483523; pmcid: pmc11526220. Block h6: patient code e0506 captures the reportable event of major hemorrhage. Patient code e1002 captures the reportable event of abdominal pain. Impact code f22 captures the reportable event of radiology intervention. Impact code f08 captures the reportable event of required admission. Impact code f23 captures the reportable event of antibiotics therapy. Impact code f1001 captures the reportable event that clinical success was not achieve on 13 patients. Impact code f19 captures the reportable event of surgery. Impact code f2202 captures the reportable event of endoscopy, transmural drainage, retrograde transpapillary drainage, and percutaneous intervention block h2: correction to b3 date of event, and h6 impact codes.

Event description:
Boston scientific became aware of events involving an expect slimline eus needle through the article "effectiveness of endoscopic ultrasound-guided simple puncture-aspiration (non-stenting) in the management of abdominal collections" by joan b. Gornals, et al. Per the article, between july 2007 to july 2021, two adverse events related to the endoscopic ultrasound-guided simple punctures aspiration (eus-spa) were noted in two patients. One developed post puncture gastrointestinal bleeding which required radiology intervention. The other case presented post-puncture abdominal pain which required admission and antibiotics therapy; the patient was discharged after 3 days. Technical success was achieved in all cases (100%). Clinical success was not achieved in 13 patients out of the 55 patients. Most of the successful eus-guided spas were done in a single session but in five cases a second session (different day) was required. All but one of the failed cases underwent salvage interventional approach (12 of 13 failed cases): endoscopically in 5, with transmural drainage in 4 and one retrograde transpapillary drainage; percutaneous intervention in five patients, and surgery in two patients. One patient with an acute necrotic collection was ineligible for a salvage intervention due to respiratory status. At the time of the eus-spa, the immature pancreatic collection was considered unfit for transmural drainage, and no optimal window was encountered for percutaneous drainage. Please see the referenced article for full details.